Event description:
The catheter was placed 2/4/97 for the infusion of ancef at another facility. On 2/8/97, the patient's wife attempted to flush the catheter but the catheter was occluded. The patient then went to another facility and a nurse anaesthesiologist unsuccessfully tried to flush the catheter. The patient's physician was contacted and ordered the catheter removed as the patient only had two more days of treatment. It was reported that the nurse then put tension on the catheter, pulled gently, and the catheter broke off. A catheter fragment believed to be approximately 4 to 5 cm in length embolized immediately to the lower region of the right pulmonary artery. The patient was transferred to the reporting facility where attempts were made on 2/9/97 and 2/10/97 by interventional radiology to remove the catheter fragment. Both attempts were unsuccessful. The patient was released from the reporting facility on 2/11/97. The location of the proximal portion of the catheter is unknown.